Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. On (B)(6), 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began the day before she contacted lfs for assistance at an unknown time in the morning. She stated she tested on the subject meter and observed a reading of "255 mg/dl" which she felt was high, retested immediately and received a value of "278 mg/dl." The patient reported that she manages her diabetes with novolog insulin and self-adjusts based on her meter reading as well as lantus insulin 15units in the morning and at bedtime and tests 4x per day. She reported that she administered 5units of novolog insulin and she normally takes 2-3units at breakfast. At approximately 10:15 am of that same day, she went to the doctors for a routine appointment. While at the doctor's office, she was feeling "disoriented" and felt like she had "blacked out" during an eye test. The doctor checked her blood glucose with his meter (brand unknown) and reportedly obtained a value of "61 mg/dl. The patient could not recall how much time elapsed between the tests performed on the subject meter and the hcp meter. The doctor treated her with 2 cans of orange juice and peanut butter crackers and she felt better immediately afterwards. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The samples were obtained from the same approved site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged results, and reportedly developed symptoms of hypoglycemia that required treatment by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (6/18/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.